Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra penile prosthesis presented with pending extrusion and erosion of the cylinder, there was thinning of the skin. It was also noted that the corpora had to be repaired on the right side. The tactra was removed and replaced with an inflatable penile prosthesis (ipp). There were no additional patient complications.

Event description:
It was reported that the patient with this tactra penile prosthesis presented with pending extrusion and erosion of the cylinder, there was thinning of the skin. It was also noted that the corpora had to be repaired on the right side. The tactra was removed and replaced with an inflatable penile prosthesis (ipp). There were no additional patient complications.